Event description:
I currently test inr on a coaguchek xs meter serial # (B)(4), lot # strips 0512081. Lot # strips 34521321. This lot number is replacement of strips that were recalled. I am a (B)(6) patient performing an inr test on (B)(6) 2018 at 5:30 am. Inr resulted in a 4.0 result, since this result is abnormally high for me, I went to hospital lab to double check and that result was 3.2. I notified roche diagnostics of the issue on (B)(6) 2018 at approx, 3:30 pm, spoke to (B)(6). Relayed the info above regarding testing with the new batch of strips received. After (B)(6) spoke to a supervisor regarding this issue, I was told that since my result was within the discrepancy range of 30% no meter or strips would be exchanged. I will be doing fingerstick and lab comparison with the current strips that have been provided as a double check.